Manufacturer narrative:
The patient reported oxygen desaturation of 69%spo2 during a brief walk with the use of the life 2000 device with 5lpm oxygen bleed in via oxygen concentrator. No medical intervention was required, the patient switched to his 5lpm oxygen concentrator alone (unknown brand) and saturations increased to above 90% spo2. There was no report of a malfunction of the life 2000 device nor report of flow meter ball drop on the third-party oxygen concentrator. The patient declined an in home respiratory clinician visit for titration of life 2000 device settings and requested the return of the life 2000 device due to difficulty in operating the life 2000 device as related to the patient¿s age. This patient is an 84-year-old male with a history of chronic obstructive pulmonary disease. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system consists of the life2000 ventilator and compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (et tube) or non-invasively (mask, nasal pillow interface) as well as assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below the normal range both during the use of the life 2000 device, the desaturation (69%spo2) was temporary and no medical intervention was reported. Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The ultimate cause of the reported drop in oxygen saturation is unknown, but likely multifactorial including the patient's underlying pulmonary pathology combined with the patient¿s increased need for oxygen with exertion, and possibly a system interaction/malfunction between the life2000 and third-party oxygen concentrator. At this time, the inspection of the life 2000 device is pending, although there was no allegation of a malfunction of the life 2000 device, a malfunction cannot be ruled out. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. If any additional relevant details are received the complaint will be addressed accordingly.

Event description:
The patient reported oxygen desaturation of 69%spo2 during a brief walk with the use of the life 2000 device with 5lpm oxygen bleed in via oxygen concentrator. No medical intervention was required, the patient switched to his 5lpm oxygen concentrator alone (unknown brand) and saturations increased to above 90% spo2. There was no report of a malfunction of the life 2000 device nor report of flow meter ball drop on the third-party oxygen concentrator. The patient declined an in home respiratory clinician visit for titration of life 2000 device settings and requested the return of the life 2000 device due to difficulty in operating the life 2000 device as related to the patient¿s age. This report was filed in our complaint handling system as complaint #(B)(4).